Event description:
It was reported that the right ventricular (rv) lead fractured and exhibited high thresholds. High impedance and no capture was noted in the bipolar pacing configuration. The lead was capped and replaced. No patient complications have been reported as a result of this event.